Manufacturer narrative:
(B)(6). Concomitant medical product: unknown zimmer unicompartmental high flex femoral, catalog #: unknown lot #: unknown; unknown zimmer unicompartmental high flex articular surface, catalog #: unknown lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-07937, 0001822565-2017-07939, 0001822565-2017-07940. Remains implanted.

Event description:
It is reported that the patient is being considered for a revision for an unknown reason on an unknown date. No additional patient consequences were reported.

Manufacturer narrative:
Follow up requested, no additional information received this follow-up report is being submitted to relay additional information. Additional concomitant medical products: stryker antibiotic simplex bonce cement (B)(4), lot miv072. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported that the patient was converted from a right hemi knee to a total knee prosthesis approximately two years post implantation due to pain. No additional patient consequences were reported.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Concomitant medical products: zimmer uni femoral component size right, catalog # 00584201502, lot # 63006794; zimmer uni articular surface, catalog # 00584202509, lot # 63075756. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to pain.